Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: we believe these (reloads) came from a third party.

Event description:
It was reported that during a laparoscopic appendectomy, the 45mm reload did not cut or fire at first pass. The second time the cutting blade worked but the stapler did not fire. The stapler was removed. The appendiceal stump was closed using an endoloop. Device sequestered. It is unknown if this reload was from a third party or the OEM. The third party lot numbers were removed from service. There were no patient consequences reported.